Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the vats lobectomy, after fired, found the staples malformed. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p5676n. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with three cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b: ecr60b, p55a4g, fully fired. Cartridge c: ecr60b, n57g92, fully fired. Cartridge d: ecr60d, n56h3x, fully fired.,one document on pdf was received; five pictures were on the document, first picture shows, a blue cartridge on a side view with the batch number n57g92, drivers can be seen protruding on the distal part of the reload. Second picture shows a blue cartridge on a side view with the batch number p55a4g, drivers can be seen protruding on the distal part of the reload. Third picture shows a gold cartridge with the batch number n56h3x drivers can be seen protruding on the distal part of the reload. Fourth picture shows the handles of a device with the batch number p5676n. Fifth picture shows the proximal part of an anvil with the jaws open, three cartridges are present, two blue, and one gold on a side view. Based on the photos alone the event describe can not be confirmed. Please refer to the device analysis for full analysis details and conclusion.